Manufacturer narrative:
Review of the device history record for the lots in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure based on available information. The reported patient complication is an inherent risk to this type of procedure. There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. This report is being submitted as the baylis medical devices were among the many devices used during the procedure.

Event description:
Baylis medical company devices were used during a pulmonary vein isolation procedure during which pericardial effusion was observed. The nrg transseptal needle was used for two transseptal punctures in the procedure and the sureflex steerable guiding sheath was used to accommodate the ablation catheter. Following completion of pulmonary vein isolation, pericardial effusion was detected on intracardiac echocardiography. Pericardiocentesis was performed to address the complication. The patient's blood pressure and heart rate remained stable. The effusion was monitored in the electrophysiology lab for an additional 20 minutes prior to transferring the patient to the intensive care unit. There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. This report is being submitted as the baylis medical devices were among the devices used during the procedure. Separate MDR reports have been submitted for each device used in the procedure. The report for the nrg transseptal needle is submitted under MFR report #: 9710452-2017-00040.